Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap was recessed. Customer also reported that the reservoir was not able to stay in place. Customer did not want to replace pump. Customer hung up the call after bing put on hold. Customer's blood glucose was 151 mg/dl.